Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were suggested. Further information could not be obtained.

Event description:
New information received on 12/21/2017 notes that the programming changes were done. Patient was stable before and after the event.